Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that "today" the patient went to charge themselves and they saw their therapy was off, so they " turned it on" and they went to charge their ins but they said the ins was already 100% charged. Patient stated they didn't know why the therapy was off and the ins battery was 100% charged. Patient denied they were looking at the recharger battery information. They stated they knew how to use the recharger application and that the ins was 100% charged. Patient denied that they had ever received a power on reset (por) or that the ins had previously died and they just hadn't turned it back on after they last finished charging, they just kept saying it was off when it shouldn't have been. They also stated they had been having all their "old issues." They also mentioned it was difficult to charge, that they'd always had problems. Patient confirmed the ins was currently on now and 100% charged so there was no troubleshooting to perform. Patient services reviewed it would be unexp ected for the ins to just turn off on its own and redirected the patient to their managing health care provider (hcp) to investigate the issue. Patient did not disclose the name of their current health care provider (hcp) and requested physician listings to locate a new one so patient services documented the reported event and sent the patient physician listings. The patient was going to follow up with a new health care provider (hcp) to check the implanted system. Patient stated they'd call back if they ran into any further issues. Patient services wanted to note that this patient was difficult to follow and their answers were not clear to many questions so patient services did their best to document the reported event. No further action was taken by patient services.   See 704501957 previous report regarding recharge difficulty